Event description:
It was reported that following an open colectomy procedure, the patient was brought back to surgery for bleeding. It was found that there was bleeding on the staple line fired over the inferior mesenteric artery (ima). The bleeding was controlled during the second procedure and the patient is reported to be stable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there any difficulty with the device during the initial procedure? No. Was the ima skeletonized prior to firing? Yes. What did the staple line look like? Looked fine. Was there any bleeding noticed after the first transection in the initial operation? If so, what was performed to control the bleeding? No. How is the patient currently? Fine. Patients preexisting conditions? None. Is the patient expected to have a full recovery? Yes. Patients age, sex and weight? Don't know. Was the device discarded? Yes.